Event description:
It was reported that when performing a cardiac analysis calibration using the advantx lcn imaging system an erroneous distance measurement was calculated. A patient was not involved and no injuries were reported. The concern is for possible patient injury or misdiagnosis caused by erroneous measurements.